Manufacturer narrative:
Additional information: b5 - updated leading materials. H6 - codes updated. Investigation results: the complained products were not received. The investigation was based upon batch history review, historical data analysis, and event description. Several pictures from the arthroscopy were also provided for analysis. The provided pictures showed no hints regarding a worn coating. Rather, a kind of white coating of unknown origin can be seen on parts of the implant surface. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the current information and without a product for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. The provided pictures and information do not result in any findings with regard to patient problems. Based upon investigation results, a CAPA is not necessary.

Event description:
Update: leading materials were confirmed and updated. Associated medwatch-reports: 9610612-2024-00176 (internal aesculap ag ref. No. (B)(4) - nn210). 9610612-2024-00177 (internal aesculap ag ref. No. (B)(4) - nn261z). Other leading materials: r01129 - not sold in USA (internal aesculap ag ref. No. (B)(4) ). R01130 - not sold in USA (internal aesculap ag ref. No. (B)(4) ).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nn261z - as tibial obturator d12mm. According to the complaint description, problems with knee swelling and pain were present from the beginning, presumably due to inflammatory processes. Baker's cyst has been swelling constantly for approximate 2 years, which has to be constantly removed. A knee endoscopy revealed that the coating detached. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch-reports: 9610612-2024-00176 (internal aesculap ag ref. No. (B)(4)). 9610612-2024-00177 (internal aesculap ag ref. No. (B)(4)). Involved components: r01129 - columbus cr fem. F3n r custom cless as (internal aesculap ag ref. No. (B)(4)). R01130 - columbus-tibia t1+ custom cementless as (intrernal aesculap ag ref. No.(B)(4)).